Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lump/nodule and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid in right breast, hardening of scar tissue, lumps in both implants, and lumps under the arm.

Event description:
Patient reported left side "pain, swelling, lumps, possible movement within the last 2-3 months have been intolerable, hardening of scar tissue", and "lumps in both implants and lumps under the arm". Patient additionally reported breast cancer history; this event is not related to the device. Device remains implanted.